Event description:
It was reported the device was used during an ovarian cyst procedure. It was reported by the affiliate that the reload cartridge fell into the pt. The cartridge was removed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, na; batch number, na; cartridge condition, na; cartridge return batch number, na; condition of knife, good; instrument number, na and position/condition of wedge sleds, na. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch # j00k0w. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell into the pt" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The cartridge retention feature was measured and was found to be within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.